Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An administrator reported that during an intraocular lens (iol) implant procedure, when the surgeon was implanting the lens into the patient's eye, the patient experienced a posterior capsule rupture. The lens was removed. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was returned. Solution was dried on the lens. One haptic is broken inside the haptic insertion area. The welded portion of the haptic is intact. The optic is torn/cut into pieces typical of an insertion and removal. The optic edge is scraped. Product history records were reviewed and documentation indicates the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the complaint. There was no malfunction alleged against the lens. It is unknown if the customer alleged the lens was related to the reported event. No further information has been provided by the customer. The optic was split/cracked. It is unknown if an approved lens/cartridge combination was used. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturers release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).